Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The device was received in two sections as a result of a break in the hypotube. The break was located at 17cm distal from the strain relief. It was noted that the hypotube sections were kinked at various locations along their lengths, with more severe kinks just proximal and distal to the break site. An examination of the port site identified a 1mm long tear at the edge of the port. An examination of the crimped stent, balloon and tip identified no issues with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 100% stenosed, 24x2.75mm target lesion contained a >=90 degree bend and was located in the severely tortuous and severely calcified left circumflex artery. A 2.75x24mm promus element drug eluting sent was selected and advanced but could not pass the lesion as the stent strut was "broken". The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that sent damage occurred. Vascular access was obtained via femoral artery. The 100% stenosed, 24x2.75mm target lesion contained a >=90 degree bend and was located in the severely tortuous and severely calcified left circumflex artery. A 2.75x24mm promus element drug eluting sent was selected and advanced but could not pass the lesion as the stent strut was "broken." The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.